Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the vns programming history database in-house revealed that a faulted system diagnostic test occurred on (B)(6) 2005 which changed the settings to unintended parameters. A final interrogation was performed, but the settings were not corrected until the subsequent visit on (B)(6) 2006. Manufacturer labeling indicates to perform final interrogations to identify such programming anomalies and correct the settings prior to the patient leaving the clinic. No patient adverse events were reported.